Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "ECG signal " issue. However, the fse was able to verify the failure in the iabp¿s diagnostic error log. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that while starting support on a patient, the cs300 intra-aortic balloon pump (iabp) failed to obtain an ECG signal. The hospital swapped out patches and cables with no change, at which point the console was swapped out and the ECG signal appeared. The original console was sent to bio-med for evaluation. No patient harm, serious injury or adverse event was reported.